Event description:
The doctor used the ice catheter for the first half of a transseptal procedure. After the first transseptal stick, the screen was fuzzy. The doctor and nurses attempted to troubleshoot the problem but it did not resolve. The boston scientific rep on site tested the catheter and machine and deduced that the catheter was the problem.====================== manufacturer response for intracardiac echo catheter, ultra ice======================the field representative reported that the catheter was the root of the problem, although a thorough analysis has not been done yet.